Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the liner impactor would not thread on to the 32 or 36 impactor head.

Manufacturer narrative:
An event regarding assembly issue involving a mako inserter was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there was one other event reported for the lot indicated. Conclusions: the exact cause of the event could not be determined as the device was not received. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the liner impactor would not thread on to the 32 or 36 impactor head.